Event description:
An endurant stent graft sys was implanted in a pt for the endovascular treatment of a 5.5 cm in diameter abdominal aortic aneurysm. The aortic neck was 8 mm in length and 21 mm to 30 mm in diameter. Iliac arteries had mild calcification and moderate tortuosity. It was reported that after the endurant bifurcated stent graft was deployed, a distal type I endoleak was evident (MFR report # 2953200-2011-01486). The physician elected to intervene by implanting an iliac extension limb (MFR report # 2953200-2011-01487). The physician elected to model the stent grafts with a reliant balloon (MFR report # 2953200-2011-01488); however, when modeling the left iliac artery, the balloon was not completely within the stent graft, but no issues were noted at that time. At some point during the procedure, the aneurysm sac ruptured. The physician elected to intervene by converting the pt to an open repair. During the open repair, the physician noted that the pt had severly frail and thin aortic walls. The physician could not control the bleeding due to the frail vessels, and the pt expired.

Manufacturer narrative:
(B)(4). Eval, results: (death, ruptured aneurysm/vessel), (severely frail and thin aortic walls), (balloon outside the stent graft). Eval, conclusions: (severely frail and thin aortic walls), (balloon outside the stent graft).